Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 25-may-2023, UDI#: (B)(4). Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the first valve was implanted a post dilation was needed and the valve migrated into the ascending aorta. A second valve was implanted and also migrated with the same outcome. The patient presented with hemodynamic instability evolving to cardiorespiratory arrest, episodes of ventricular tachycardia and ventricular fibrillation. Cardiopulmonary resuscitation (CPR) with shock were performed but without success. It was reported that the displacement of the valves may have led to a possible closure of the coronary artery. Subsequently the patient died.

Manufacturer narrative:
Conclusion: the first and second valve remained in the body, therefore they were not returned to medtronic for product analysis. Images were submitted to medtronic for review. It was reported that the depth was 3mm; however, the pigtail catheter was noted to not be positioned properly at the bottom of the non-coronary cusp, which could lead to errors in depth assessment. Medtronic best practices recommends confirming pigtail catheter position prior to deploying the valve. Additionally, medtronic recommends a target depth of 3mm. Recapture is recommended if depth 1mm or >5mm. In this, case the depth was 1mm which would warrant a recapture. Evidence showed the post dilatation balloon further dislodged the valve. The dislodged valve was not snared, and a second valve was implanted. During the second valve implantation, there was already evidence of coronary occlusion and this was evident after full release of the second valve. The received evidence showed that in the absence of coronary perfusion, a balloon was used to pull both valves to the ascending aorta to restore coronary perfusion. Despite this, it was not clear the time it took to restore coronary perfusion. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A medical safety assessment (msa) was performed and based on the information provided, it is likely that the post implant dilation caused the valves to dislodge. It was suspected that the dislodged valves caused a coronary artery occlusion which likely contributed to ventricular arrythmias, cardiac arrest and death. All adverse events and severities noted in this event are documented in the risk management files and within the instructions for use. No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. A device history record (DHR) of valve f088384 was performed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: a2: age at event/dob. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the valve was implanted at a depth of 3 millimeter (mm). Post-implant dilation was performed due to calcification in the native valve. The patient was rapid paced at 180 beats per minute (bpm) during the post-implant dilation. Following the valve migrations, coronary artery occlusion was suspected, but was not confirmed. Per the physician, cardiac arrest was the cause of death.

Manufacturer narrative:
Updated data: h6 - device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.